Event description:
It was reported that the patient was admitted on (B)(6) 2022 due to volume overload. On arrival the patient was grossly fluid overloaded status post intravenous (v) diuresis with worsening shortness of breath. Volume overload was attributed to poor outpatient compliance. Healthcare providers were unable to assess the patient and titrate diuretics to the necessary dose. The patient's hemoglobin was 8.5 on admission which was a significant drop since last. It was noted that the patient would not come in until they were completely decompensated due to fluid accumulation. The patient was also noted to have bleeding with an elevated international normalized ratio (inr) on admission. The initial lab value was 17 and repeat labs showed a decrease to 15. Three units of fresh frozen plasma (ffp) were administered, and inr dropped down to 3.9. The patient's hemoglobin was noted to have dropped significantly since admission. The plan of care was to monitor hemoglobin and hematocrit with active type and screen. Additional information was received that the patient had an episode of dizziness and room spinning on (B)(6) 2022 upon standing to use the bathroom. The source of bleeding was a right lower extremity abrasion obtained at home. Bleeding resolved and coumadin was held until international normalized ratio (inr) normalized. On (B)(6) 2022 the patient noted a new cough and subjective chills, body aches. Respiratory pathogen panel (rpp) was negative. Computed tomography (CT) scan of the chest was consistent with possible viral pneumonia. On (B)(6) 2022 the patient had a fever, leukocytosis, and continued to have body aches. Pan cultures were sent and the patient was started on empiric vancomycin. The patient was started on dobutamine drip and transferred to the cardiac care unit (ccu) given acute infection and worsening right ventricle (rv) function. Blood culture from (B)(6) 2022 was positive for gram positive cocci (gpc). Zosyn and vancomycin were discontinued, and the patient was started on intravenous (IV) daptomycin.

Manufacturer narrative:
A specific cause for the infection, as well as a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28sep2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including bleeding, right heart failure, and infection (local, driveline, and pump pocket) that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the infection, as well as a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28sep2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including bleeding, right heart failure, and infection (local, driveline, and pump pocket) that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that urine cultures from (B)(6) 2022 resulted positive for enterococcus faecalis. The patient continued on daptomycin. It was additionally reported that gout, syncope, and volume overload resolved on (B)(6) 2022. The infection resolved on (B)(6) 2022.